Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The unit had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the activation on the integrated electrosurgical generator unit (iesu) had been interrupted due to a c-34 error. The procedure was completed using monopolar energy with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the issue occurred towards the end of the surgery. The customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The customer did not contact isi technical support for troubleshooting. The customer had power cycled the iesu and replaced the bipolar instrument along with the bipolar energy cord. The procedure was completed robotically with the same iesu using only monopolar energy. There was no patient injury as a result of the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the integrated electrosurgical generator unit (iesu) due to error c-34. The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.